Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a clip had single leaflet device attachment (slda) from the septal leaflet. The tr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record did not identify any manufacturing nonconformities associated with the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any lot-specific quality issues. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported tricuspid valve insufficiency/regurgitation appears to be a cascading effect of the slda. Tr, as listed in the triclip system instructions for use, is a known potential complication associated with triclip procedures. The reported serious injury/illness/impairment was the result of case-specific clinical circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.